Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 130,000 joules of use and 18 minutes, "fiber tip broke". The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed by using second fiber. Patient outcome: "ok" reported.